Event description:
A physician reported with a description, patient experienced severe light interference and diplopia after the operation. Patient complained of double vision and severe glare after 1 month postoperatively. The patient returned for follow-up, stating that double vision and glare had not improved at all. The hospital conducted a comprehensive reexamination again and the results showed no obvious surgical complications or ocular structural abnormalities. In view of the persistent symptoms and severe impact on quality of life, the patient was advised to transfer to a higher-level hospital for further cause investigation. Replacement of the intraocular lens was recommended. The company intraocular lens used by the patient, after standardized surgical implantation and postoperative management, excluded factors such as operational errors, individual adaptability, and common postoperative complications. Combined with the detailed examination in the hospital and the authoritative expert consultation opinion, there was a high suspicion that this intraocular lens has product quality problems (leading to abnormal higher-order aberrations), which was the reason for the patient severe visual symptoms (glare, double vision) that cannot be relieved spontaneously. This situation was an unexpected and serious adverse event in the use of centralized procurement products.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).